Manufacturer narrative:
Section h10 corrected.

Manufacturer narrative:
Corrected related report numbers. Complaint conclusion: as reported, a few days after a case using three (3) 6-12f mynx control venous vascular closure devices (vcds), ultrasound demonstrated a small deep vein thrombosis (dvt) was present. The physician is unsure if this was related to the mynx devices. A small irritation to the skin around the access site was also reported. The first mynx control venous vcd that was deployed did not get good hemostasis and a figure 8 stitch was applied. Three cordis avanti sheaths were used and not downsized; sizes used were two 8f and one 9f. A total of three devices were used and all three devices were used in the right groin. The distance between the access sites was 5mm. The dvt is believed to have been in the femoral vein. Ambulation time post-procedure was ten hours. The device was prepped and used as per the instructions for use (IFU). The procedure was a pulse field ablation (pfa) for atrial fibrillation. The devices were not available to be returned for evaluation. A product history record (phr) review could not be conducted as none of the lot numbers for the devices involved were provided. The reported event of ¿sealant-inability to achieve hemostasis¿ and the subsequent ¿suture insertion,¿ which was reported against one of the mynx control venous vcds, could not be confirmed as the device was not returned for analysis and due to the nature of the complaint. Also, the reported events of ¿local reaction,¿ which was reported against all three of the mynx control venous vcds, could not be confirmed as images of the puncture site was not provided for review. Additionally, the reported event of ¿deep vein thrombosis¿ could not be confirmed for any of the devices reported as procedural images of the thrombus were not provided. The exact cause of the issues experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported event of the first mynx control venous vcd that did not get good hemostasis. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure of a vein is a common procedural complication and are frequently related to stick technique, anticoagulation, adequate sheath removal technique, and proper placement of the sealant at the venotomy. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous IFU as such. A deep vein thrombosis (dvt) is a known potential complication after a percutaneous procedure and is listed in the mynx control venous IFU and the femoral sheaths¿ IFU. A dvt occurs when a blood clot forms in a deep vein, most commonly in the lower leg [calf] and can spread up to the veins in the thigh. A dvt is the result of three principal factors: reduced or stagnant blood flow in the deep veins (venous stasis); injury to the blood vessel wall; or an increase in the activity of those substances in the blood that are part of the normal clotting mechanism, a condition called hypercoagulability (which means a more active clotting state). The act of creating a venotomy with a catheter sheath introducer produces intended damage to the vessel wall in order to obtain access to the patient¿s vasculature for diagnostic or interventional purposes. The intended injury to the vessel wall triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the punctured vessel. Usually, anticoagulants are prescribed in order to prevent the formation of thrombosis at the puncture sites. Vessel occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, users are informed to maintain fingertip compression on the skin during removal of the device with the procedural sheath from the patient and to continue to apply fingertip compression for up to 1 minute or as needed. The user is then instructed to apply a sterile dressing once hemostasis is achieved. According to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increased redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ it also instructs, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ additionally, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also, the IFU for the femoral sheaths cautions, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ based on the information available for review, there is no indication that the reported events are related to the design or manufacturing process of the vcd units or the procedural sheaths. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a few days after a case using three 6-12f mynx venous vascular closure devices (vcds), ultrasound demonstrated a small deep vein thrombosis (dvt) was present. The physician is unsure this is related to the mynx devices. A small irritation to the skin around the access site was also reported. The first mynx venous vcd that was deployed did not get good hemostasis and a figure 8 stitch was applied. Three cordis avanti sheaths were used and not downsized; sizes used were two 8f and one 9f. A total of three devices were used and all three devices were used in the right groin. The distance between the access sites was 5mm. The dvt is believed to have been in the femoral vein. Ambulation time post-procedure was ten hours. The device was prepped and used as per the instructions for use (IFU). The procedure was a pulse field ablation (pfa) for atrial fibrillation. The devices will not be returned for evaluation.

Manufacturer narrative:
B1, b2, h1.

Manufacturer narrative:
As reported, a few days after a case using three 6-12f mynx venous vascular closure devices (vcds), ultrasound demonstrated a small deep vein thrombosis (dvt) was present. The physician is unsure this is related to the mynx devices. A small irritation to the skin around the access site was also reported. The patient was put on antibiotics. Thirty days post op, the patient still had some skin irritation. The physician squeezed the site, and a substance came out that the physician believes was the peg sealant. It was not fully hydrated. The first mynx venous vcd that was deployed did not get good hemostasis and a figure 8 stitch was applied. Three cordis avanti sheaths were used and not downsized; sizes used were two 8f and one 9f. A total of (B)(4) devices were used and all (B)(4) devices were used in the right groin. The distance between the access sites was 5mm. The dvt is believed to have been in the femoral vein. Ambulation time post-procedure was ten hours. The device was prepped and used as per the instructions for use (IFU). The procedure was a pulse field ablation (pfa) for atrial fibrillation. A culture was not taken to confirm infection. The devices were not available to be returned for evaluation. A product history record (phr) review could not be conducted as none of the lot numbers for the devices involved were provided. The reported event of ¿sealant-inability to achieve hemostasis¿ and the subsequent ¿suture insertion,¿ which was reported against one of the mynx control venous vcds, could not be confirmed as the device was not returned for analysis and due to the nature of the complaint. Also, the reported events of ¿local reaction,¿ which was reported against all three of the mynx control venous vcds, could not be confirmed as images of the puncture site was not provided for review. Additionally, the reported event of ¿deep vein thrombosis¿ could not be confirmed for any of the devices reported as procedural images of the thrombus were not provided. The exact cause of the issues experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported event of the first mynx control venous vcd that did not get good hemostasis. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure of a vein is a common procedural complication and are frequently related to stick technique, anticoagulation, adequate sheath removal technique, and proper placement of the sealant at the venotomy. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or, worst case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous IFU as such. A deep vein thrombosis (dvt) is a known potential complication after a percutaneous procedure and is listed in the mynx control venous IFU and the femoral sheaths¿ IFU. A dvt occurs when a blood clot forms in a deep vein, most commonly in the lower leg [calf] and can spread up to the veins in the thigh. A dvt is the result of three principal factors: reduced or stagnant blood flow in the deep veins (venous stasis); injury to the blood vessel wall; or an increase in the activity of those substances in the blood that are part of the normal clotting mechanism, a condition called hypercoagulability (which means a more active clotting state). The act of creating a venotomy with a catheter sheath introducer produces intended damage to the vessel wall in order to obtain access to the patient¿s vasculature for diagnostic or interventional purposes. The intended injury to the vessel wall triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the punctured vessel. Usually, anticoagulants are prescribed in order to prevent the formation of thrombosis at the puncture sites. Vessel occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, users are informed to maintain fingertip compression on the skin during removal of the device with the procedural sheath from the patient and to continue to apply fingertip compression for up to 1 minute or as needed. The user is then instructed to apply a sterile dressing once hemostasis is achieved. According to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increased redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ it also instructs, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but, if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ additionally, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also, the IFU for the femoral sheaths cautions, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ based on the information available for review, there is no indication that the reported events are related to the design or manufacturing process of the vcd units or the procedural sheaths. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a few days after a case using three 6-12f mynx venous vascular closure devices (vcds), ultrasound demonstrated a small deep vein thrombosis (dvt) was present. The physician is unsure this is related to the mynx devices. A small irritation to the skin around the access site was also reported. The patient was put on antibiotics. Thirty days post op, the patient still had some skin irritation. The physician squeezed the site, and a substance came out that the physician believes was the peg sealant. It was not fully hydrated. The first mynx venous vcd that was deployed did not get good hemostasis and a figure 8 stitch was applied. Three cordis avanti sheaths were used and not downsized; sizes used were two 8f and one 9f. A total of three devices were used and all three devices were used in the right groin. The distance between the access sites was 5mm. The dvt is believed to have been in the femoral vein. Ambulation time post-procedure was ten hours. The device was prepped and used as per the instructions for use (IFU). The procedure was a pulse field ablation (pfa) for atrial fibrillation. A culture was not taken to confirm infection. The devices will not be returned for evaluation.